Event description:
On (B)(6) 2012, the pt was implanted with conformable gore tag thoracic endoprosthesis for treatment of a thoracic aneurysm. On (B)(6) 2013, f/u computed tomography images revealed a type iii endoleak. No aneurysm enlargement was seen. On (B)(6) 2013, the pt underwent an intervention. A conformable gore tag thoracic endoprosthesis (tgu343410/10258038) was implanted to treat the type iii endoleak. A final angiogram showed exclusion of the type iii endoleak and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.